Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53m63. The analysis found that one plee60a device was returned in with the anvil bent and with an ecr60t fully fired reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as the firing trigger lock performed as intended without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. An intra-operative photo was received. Based on the photographic evidence, the event description that the anvil is bent can be confirmed, but the root cause of the reported event cannot be determined.

Event description:
It was reported that during a gastric sleeve procedure, the device was loaded with er60t, and buttressing material was being used. The device was difficult to introduce into the trocar. The procedure was completed. The cutline and staple line were complete. After the procedure it was noticed that the anvil was bent on the device. The account stated to the rep that the device was like that when they removed the device from the sterile pkg. There was no patient consequence.